Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during closure of laparoscopic right hemicolectomy, the firing stopped after having advanced 5 to 6 cm. The surgeon continued to fire the device as the knob was able to be advanced, however, the tissue was pushed out along with the firing, no staples were placed to the tissue. The surgeon re-performed reconstruction using another device to complete the procedure. No injury.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the sulu was received fully applied with the interlock engaged. Damage was noted to the knife blade and cracks on the surface of the single use loading unit (sulu). There were no functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Replication of the cracks on the surface of the sulu may be due to use in tissue thicker than indicated. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.